Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) was plugged in the led light would not illuminate. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed that the unit power supply switch was off, so the unit was not running on ac power. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6).